Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower display would not come up when the menu button was pressed due to the display was out of specification. It was also noted that the battery drawer was hard to open due to the lower case and battery release were contaminated, the side bail cover and heart lead flex were broken, the ring was bent, the battery drawer and battery flex were contaminated and the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the external pulse generator the lower display would not come up when the menu button was pressed and that the battery door was very hard to open. The generator was returned for service. There was no patient involvement, this was discovered during an inspection.

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the lower display screen would not come on when the menu button was pressed. Therefore, the epg was returned for repair. There was no patient involvement.